Event description:
The hip stem was revised for subsidence and heterotopic bone formation.

Manufacturer narrative:
Summary of evaluation: the results of the evaluation performed suggest that this event is patient related.